Manufacturer narrative:
The company representative checked the system and performed functional testing, where the system was verified to meet specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate the reported event. For this reason, steps could not be taken to replicate the reported event. A review of complaints did indicate 1 similar report for this system. The root cause of the reported event could not be determined conclusively. (B)(4).

Event description:
A customer reported the system did not perform the gas fluid exchange during the procedure. The procedure was completed after exchanging the system. There was a delay of more than 15 minutes. There was no patient harm.